Event description:
In a case of mtha, when checking the wound to remove the pelvic check-point pin after implanting, surgeon noticed the pin was missing. An x-ray revealed a pin between the cup and the acetabulum.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.